Event description:
The patient had heavy stenosis in a highly tortuous, severely angled, distal rca. A launcher jl 6f guiding catheter was engaged, and bmw universal guidewire crossed the lesion. A voyager balloon was chosen for pre-dilating, and cypher stent was chosen to treat the lesion. However, when the physician tried to deliver, the cypher failed to cross the lesion. After trying to deliver, it several times, he decided to withdraw it from the patient. However, the stent did not come out easily, as it hung up at the ostium of the rca. Finally, the stent dislodged from the stent delivery system, and remained in the vessel. The physician used a snare to safely remove the stent. He successfully implanted a xience v stent. There were no reported patient complications.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.